Manufacturer narrative:
Event date - on an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date in the same month as the onset, the patient was hospitalized for the peritonitis. The cause, treatment, and outcome were not reported. The patient was still hospitalized and the action taken with dianeal therapies was not reported. No additional information was available.